Event description:
Through journal article titled ¿lateral flow assay to detect carbonic anhydrase ix in seromas of breast implant-associated anaplastic large cell lymphoma¿ healthcare professional reported malignant seromas and diagnosis of bia-alcl. The sampling represents 14 patients with some type of unknown allergan device. The original testing results for bia-alcl were not provided. However, histopathological marker of cd30+ was present for samples during conduction of the elisa method. Alk- marker was tested for or provided with sampling. The devices were explanted. The affected side(s) are unknown.

Manufacturer narrative:
Citation: xu, p.; kourentzi, k.; willson, r.; hu, h.; deva, a.; campbell, c.; kadin, m. Lateral flow assay to detect carbonic anhydrase ix in seromas of breast implant-associated anaplastic large cell lymphoma. Cancers 2025, 17, 2405. Https://doi.org/10.3390/cancers17142405. The events of seroma-late and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, lymphoma-alcl-suspected. Additional contact information: (B)(6).